Manufacturer narrative:
A customer alleged a false positive while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, lot 00902z. The original patient sample generated a positive result for sars-cov-2, flu a and flu b which led to the patient being admitted to the hospital for treatment. Due to a lack of symptoms, both the original sample and a new sample collection were tested 2 days later which returned negative results. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, lot 00902z. The original patient sample generated a positive result for sars-cov-2, flu a and flu b which led to the patient being admitted to the hospital for treatment. Due to a lack of symptoms, the same sample was tested 2 days later which returned negative results for all three analytes. A recollected sample was also tested which generated negative results as well. On (B)(6) 2021 a nasopharyngeal sample was collected using bt utm media. On (B)(6) 2021 the sample was retested and a new sample collected. No further information regarding sample workflow is available. According to the methods sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was performed to rule out any contribution from the reagent kit. The investigation did not observe the complaint allegation of a false positive which indicates that the reagent kit was likely not a contributing factor. An investigation to evaluate the instrument analyzer is ongoing.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).